Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the customer was still having blood glucose readings despite lowering his son's basal rates over 50%. Customer still has lows at the same time every day around 10:00 am. Customer's blood glucose will drop down to 40 mg/dl. Customer treats at school with a juice box and peanut butter crackers. Caller stated that his wife is suspicious that the pump is delivering too much insulin despite lowering the basal rates. Caller was advised to call back when he has the pump for troubleshooting. Caller stated that he will call back later tonight.